Manufacturer narrative:
The calibration performed on 13-sep-2022 was within specifications. The qc recovery was within specifications. There was no indication of a performance issue with the reagent or instrument. The alarm trace had multiple abnormal aspirations, sample short, and calibration incomplete alarms on the date of the event, close to the time sample was processed. The field service engineer (fse) inspected the module and could not find a cause for the issue. The fse ran the sample pipetting check to verify sample pipetting as well as dilution performance. The check had successful results and was within the expected ranges. The fse verified the module's performance through diagnostic checks with successful results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys vitamin d total gen. 2 assay (vitd2) result for one patient sample tested on a cobas e 801 module. The initial result was not reported outside of the laboratory. The initial result was inconsistent with the 1:2 auto-dilution result. The initial result was >100 ng/ml. The repeat result at 1:2 dilution was 27.6 ng/ml. This result was reported as 28 ng/ml. The repeat result was deemed correct as per previous results. The reagent lot number is 60199900. The expiration date was requested but not provided.